Event description:
The patient received his scs system, including an ipg, on (B)(6) 2009. The patient reported falling recently. Since that time, the patient has been experiencing intermittent stimulation from his ipg. The physician has indicated the ipg will be explanted and replaced. It is currently unknown if the explanted ipg will be returned to the manufacturer for analysis. Follow up on the patient found no further issues reported.

Manufacturer narrative:
Evaluation method - the device history and sterilization records were reviewed. A review of the DHR found a nonconformance related to the product, however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality and was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.